Event description:
Indication for procedure: sepsis; lead exposed from pocket. Procedure details: pt presented with an exposed lead and acutely septic. The pt had 3 leads total: rv lead (guidant endotac reliant) originally implanted in early 2009, came out with no difficulty. The rv lead (biotronic rx53) was also removed without difficulty. The 3rd lead, ra (biotronic rx45) attempted to be removed but the lead's insulation began to break down, leaving the tip and inner coil exposed. The 16f sls was inserted in attempts to remove the lead, pt's blood pressure dropped, cardiac ultrasound showed no abnormalities to the pericardium. The pt received blood products, was stabilized and returned to an inpatient status. Device analysis: there were no devices returned for investigation. There were no indications or statements made by the physician that suggests any of the devices used in this procedure malfunctioned resulting in the pt's death.

Manufacturer narrative:
Further investigation is being done at this time in hopes of gaining a better perspective on the details of the case. A follow-up report will be submitted within the appropriate time frame.